Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
The customer reported: the probe connector was difficult to connect to the system. The system was switched out and the procedure was completed. Additional information was requested.